Event description:
It was reported that a cgm error occurred. The customer's blood glucose level was within the normal range, indicating no adverse impact. The customer was guided through a pump reset by technical support, and after the reset, the cgm error did not reoccur, allowing the caller to successfully start their sensor session.